Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Dianeal and extraneal therapy was stopped and the pd catheter was removed. The patient was treated intravenously with vancomycin and cefatime. The cause of peritonitis was unknown. Ten days after hospital admission, the patient was discharged. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h12l18012, and h12j25011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4): during hospitalization, dianeal and extraneal viaflex therapies were discontinued due to failing peritoneal membrane. The pd catheter was removed, and the patient started hemodialysis. On an unreported date, the patient experienced hypoalbuminemia and made very little urine. On an unknown date in 2013, the patient experienced failing peritoneal membrane which was confirmed by a positron emission tomography scan. The cause of failing peritoneal membrane was unknown. The patient has not recovered from failing peritoneal membrane. The patient recovered from peritonitis.